Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2 vicm5 13.2 implantable collamer lens of diopter -1.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. The lens was repositioned and the problem was resolved. Reportedly "surgeon placed the lens into the vertical position". Status of the eye: "all fine! Surgeon placed the into the vertical position (90 degrees). Additional information: "patient is happy". Cause of event is unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -1.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).